Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture on the right ventricular (rv) lead. On(B)(6)2023the physician elected to cap and replace the rv lead. The patient was in stable condition.